Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 21.9 mmol/l. The customer stated that she came into the hospital with a malfunctioned pump. The customer stated that she received a critical pump error on the pump screen. The customer stated that the pump alarmed at work. The customer was advised to place the pump in storage mode. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 in the history and trace files due to moisture damage on the force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a peeling keypad overlay on edge corner, a cracked case on the battery tube area, cracked battery tube threads, a peeling serial number label, a peeling end cap address label and corroded battery tube. The pump was received with moisture damage on all electronic assemblies and motor assembly.